Manufacturer narrative:
The device was received with blank display due to missing battery tube spring. Also, corroded motor during visual inspection. We were unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or off no power alarm due to blank display. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not turn on after inserting a new battery. The customer's blood glucose was 245 mg/dl at the time of incident. The insulin pump will be returned for analysis.